Manufacturer narrative:
No device was returned so no confirmation of failure can occur. Radiograph images could not be provided. The patients post op activity levels were unknown. The fusion was reported as incomplete. Review of provided information identified off label usage as nuvasive devices were combined with another manufacture and results are untested. No additional investigation required. "Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries. Potential risks identified with the use of this system, which may require additional surgery, include bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, pain, discomfort or abnormal sensations due to the presence of the device". "Warnings, cautions and precautions. These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant". "All lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip". "Cross connectors are designed specific to the rod diameter and cannot be used on the tapered section of tapered rods. If using cross connectors on tapered rods, only attach them on constant diameter rod sections. Care should be taken to insure that all components are ideally fixated prior to closure". "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed". "Compatibility. Do not use the reline system with components of other systems, other than the armada system. Refer to the armada system instructions for use for a list of the armada system indications for use. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system".

Event description:
On (B)(6) 2020 a revision occurred involving competitors products to address 2 rods that fractured at l4/5. During the procedure nuvasive cross connectors were implanted on both sides of the construct at l2/3 an l4/5 to reinforce the fractured rods that were not explanted. On an unknown date in (B)(6) 2021 the patient claimed to be experiencing right leg pain. Through radiograph images it was discovered that the right cross connector at l4/5 screw had experienced a lock screw back out. On (B)(6) 2021 an additional revision occurred where the right l4/5 cross connector was replaced .